Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges recurrence, infection and injuries; however, no details have been provided. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. The actual date of event is unknown, reported as "(B)(6) 2016"; therefore, we are using (B)(6) 2016 as date of event. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2016: the patient underwent surgery as a result of infection, hernia recurrence and pain. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."